Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime a(machine set-up), and not during dialysis mode. The user visually observed the sale bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled. This malfunction occurred during set up (recirculation) with no pt involvement. The drain line height and length are within specification. The user facility's biomedical technician was able to trouble shoot the machine and replace the air separator and flow regulator of the machine. After replacing these components, there have been no recurrences of the reported malfunction on this machine.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that by replacing the air separator assembly and high flow relief regulator the reported filling of saline bag issue was resolved. The issue has not occurred again and the machine is operational an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification.